Event description:
Information received by medtronic indicated that the patient received battery failed alarms when customer changed the battery in the pump, customer received critical pump error. Troubleshooting was performed no harm requiring medical intervention was reported. The device will be returned for the analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned device for an alleged failed battery alert/battery failed alarm and critical pump error (open book image) alarm found on (B)(6) 2022. No critical pump error (open book image) alarm¿noted during boot up. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The device was monitored for several days and no failed battery alert/battery failed alarm noted. No unexpected critical pump error (open book image) alarm¿noted during the testing. Successfully downloaded history files and traces using thus. Critical pump error (open book image) alarm triggered by three consecutive software error detected alarms on (B)(6) 2022 01:36:05.000, (B)(6) 2022 01:36:28.000 and (B)(6) 2022 01:36:32.000 according in the formatted history file. Software error detected alarm due to software error (linenumber = 5632 ; filenumber = 2005). Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25 recorded in the fomatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: september 19, 2022 15:20:00.000 (B)(6) 2022 01:35:25.000, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 01:35:41.000, (B)(6) 2022 01:36:05.000 (B)(6) 2022 01:36:28.000, (B)(6) 2022 01:40:54.000 replace battery alert was recorded and found in the formatted history file on: september 20, 2022 00:51:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 01:22:00.000 (B)(6) 2022 01:32:00.000 power loss alarm was recorded and found in the formatted history file on: september 20, 2022 01:41:42.000 september 20, 2022 01:41:54.000and failed batt/battery failed alarm was recorded and found in the formatted history file on: september 20, 2022 01:35:25.000, 09/20/2022 01:35:46.000 (B)(6) 2022 01:36:05.000, (B)(6) 2022 01:36:31.000 upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm, power loss alarm and failed battery/battery failed alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electric board, force sensor, motor and vibrator¿assembly noted.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Failed battery alert/battery failed alarm was not confirmed. Critical pump error (open book image) alarm confirmed due to three consecutive software error detected alarms. Software error detected alarms due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.